Event description:
The customer contact reported the device touchscreen does not respond. The device was returned to the biomedical department with a report of the touchscreen not working. No specific pt info, pump programming, or event details were available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
Testing and investigation found the touchscreen responded but required the keys to be pressed hard in the center to be recognized. Further investigation found contamination on the bottom edges of the touchscreen. The probable cause is contamination was due to fluid ingress. This report represents all the info known by the reporter upon query by hospira personnel.